Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observe leak at the connecting tube, proper device reprocessing may not have been able to remove the foreign material. The event may be detected/prevented by following the instructions for use sections below: cf-h185l/I operation manual chapter 3 preparation and inspection. Cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, evaluation found the suction cylinder had no color, the circuit board unit in the scope connector had corrosion due to water leakage, the cable unit had corrosion due to water leakage, image noise occurred due to corrosion on the plug unit, water tightness was lost due to a pinhole on the connecting tube, the insulation resistance value did not meet the standard value due to damage on the bending section cover, the scope cover was cracked, the light guide lens was cracked, and multiple components of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis exera iii colonovideoscope malfunction. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that foreign material came out of the jet tube during the leak test. The report is being submitted due to foreign material in the scope found during evaluation.